Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the physician found difficulty loading the stent onto the delivery system, and loading the delivery system into the duodenoscope. The physician noticed that the end of the stent was flattened/squashed. The procedure was completed with another rx biliary stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Reported event of stent collapsed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.